Manufacturer narrative:
The reported event of blood noted inside the connector region of the lead was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found blood in the inner diameter of the connector pin and throughout the entire inner coil lumen of the lead. This lead design has an open inner lumen from the pin to the lead helix so blood in this inner lumen is not unexpected. It does not indicate any issue with the lead function. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant procedure, repositioning attempts of the right ventricular (rv) lead were made to find the optimal lead position for the anatomy of the patient. Following multiple repositioning, blood was noted inside the connector region of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.